Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024 that the patient presented emergently with abdominal pain. It was identified that there was a possible type iiib endoleak. Reintervention was performed on (B)(6) 2024. The initially implanted devices were relined with an alto abdominal stent graft system and two additional ovation ix iliac limbs.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024 that the patient presented emergently with abdominal pain. It was identified that there was a possible type iiib endoleak. Reintervention was performed on (B)(6) 2024. The initially implanted devices were relined with an alto abdominal stent graft system and two additional ovation ix iliac limbs. Corrected event description: the patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024 that the patient presented emergently on (B)(6) 2024 with abdominal pain. Reintervention was performed on (B)(6) 2024 to treat a type iiia endoleak. The initially implanted devices were relined with an alto abdominal stent graft system and two additional ovation ix iliac limbs. The patient did well and was discharged (B)(6) 2024.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 9.2mm, contained rupture and mycotic aneurysm occurred that was not included in the event as reported. The aneurysm enlargement, contained rupture and mycotic aneurysm were discovered during review of the operative report dated (B)(6) 2024. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. However, it was reported that there was migration of the proximal cuff below the renal artery which may have contributed to the reported event but could not conclusively be determined. There was preexisting recurrent bacteremia and mitral valve endocarditis which likely contributed to the mycotic aneurysm. There was cautionary use as a contained rupture with concern for rupture was present. Additionally, when selecting a 28mm proximal extension, a diameter one size larger than the main body of the bifurcated stent graft is currently recommended. It is unclear if this contributed to the reported event. The patient was also noncompliant with medical care as evident by leaving the hospital against medical advice prior to completing antibiotic therapy and not filling antibiotics as prescribed for infection. This likely contributed to the recurrent bacteremia contributing to the mycotic aneurysm. The final patient status was reported as discharged home on postoperative day eighteen. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b5: describe event or problem - correction. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.